Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/22/2016 with the following findings: during investigation, the pump powered on to a dim and discolored display. Unrelated to the this issue, the keypad was found to be damaged with the cover peeling. All buttons were responsive. The keypad cover was opened and there were no contaminants found under the contacts. The pump was opened and there were no intermittent conditions found on the keypad flex connector. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim/faded/discolored. This report is made based on results of investigation completed on 08/22/2016.